Manufacturer narrative:
Per -(B)(4) combined report additional information including, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, how many dislocations did the patient experience, what was the patient doing at the time of these dislocations, did the patient follow correct post-op protocol post primary surgery, did the patient experience any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head and ecima liner after 1 month and 3 days due to recurrent dislocation.